Event description:
It was reported to boston scientific corporation that an obtryx transobturator sling system was used during a procedure on (B)(6), 2009. According to the complainant, post procedure, the patient experienced severe pain that radiated to the hips, legs, and thighs as well as urinary problems and dyspareunia. The date of onset of these symptoms are unknown. All other information, including the patient's current condition, is unknown and reportedly unavailable.